Event description:
The iab was inserted into the pt on 12/15/97 at 11:30 pm and removed on 12/19/97 at 3:00 pm. The iab did not malfunction. The pt had severe bleeding, a transfusion was required and the pt had thrombocytopenia. (Event complications: severe bleeding/transfusion/thrombocytopenia). (Pt's current status: discharged-rpt'd 3/11/98.)